Event description:
Hmsc reported device at eos on (B)(6) 2023. On (B)(6) 2023 the battery was reported as beginning of service. Patient had an MRI on (B)(6) 2023. Device currently remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. Analysis confirmed the battery status eos. However, the root cause of this observation could not be determined from the information available for analysis. For a root cause investigation an analysis of the ICD would be required. If the ICD becomes available, this report will be updated.